Event description:
It was reported that the patient¿s insertable cardiac monitor (icm) detected false positive episodes of sinus tachycardia. Programming changes were performed. There were no patient consequences.